Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical transport of a ventilated patient with circulatory instability receiving norepinephrine support the tempus pro monitor emitted an audible alert following by an unexpected restart. Information obtained through good faith effort response indicated the device was docked in a smart mount and connected to power supply during the incident. There was no change to the patient condition during the interruption in monitoring and there was no need for alternative monitoring methods. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical transport of a ventilated patient with circulatory instability receiving norepinephrine support the tempus pro monitor emitted an audible alert following by an unexpected restart. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.